Manufacturer narrative:
(B)(4): d10: item # unknown, unknown biolox delta head, 32mm, lot # unknown. Item # unknown, unknown cls stem, sz 7, lot # unknown. Item # unknown, unknown continuum cup, lot # unknown. G2: report source new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 7 years and 7 months post implantation due to pain, gait change with limb shortening, decreased range of motion, instability and subsidence of the stem. The head and lined were revised in order to restore biomechanics. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number and should be voided. Reportability will continue under MFR number 0001825034.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number and should be voided. Reportability will continue under MFR number 0001825034.